Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 442045, c445256, ec7e31, 442137, 2844087 and er7ge1. Based on the inability to find any other reported incidents against the provided product and lot codes it is not unreasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code(s). A search of the complaint database search finds one additional reported incident against lot codes 419128 and 2932406 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 3/29/2013- ppd and medical records received. This complaint is now legal. After review of the medical records all of the other implants are being added to the complaint as they cannot be excluded as the cause pain as the complaint is now legal. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain. Doi (B)(6) 2011 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.